Event description:
The customer reported fluid leaked and contained on top of the unit with cartridge chemistry (cc) cuvette not dry before 1st reagent inject error and cuvette dirty system errors involving unicel dxc 600 synchron system. An acetaminophen result suppressed high and upon dilution continued to be suppressed. The customer noted the fluid leaked from the cartridge chemistry (cc) side. Beckman coulter customer technical support (cts) advised the customer to use proper personal protective equipment (ppe): gloves, laboratory coat, and eye protection prior to troubleshooting. The customer noted the drip tray was wet and the reagent probe fittings and the reagent syringe were secured. Beckman coulter cts instructed the customer to reinitialize the system. The customer has an exposure control/risk management plan at the facility. Patient results were not impacted or reported as values were suppressed. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) observed the fluid leak from the cartridge chemistry (cc) sample wash collar. The fse cleaned the wash collar vacuum valve and performed all necessary alignments to resolve the issue. The unit conformed to the manufacturer's published performance specifications. (B)(4).